Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient cannot hear with her device. She was implanted on the left side in (B)(6) 2011. She had already been implanted on the right side since (B)(6) 2007. On (B)(6) 2011, the patient was to have the audio processor activation at the audiologist's office. The audiologist fitted the audio processor but the patient complaint not hearing anything with the device on. The patient also tried her right processor on the left side but could ot hear anything. On (B)(6) 2011, the patient was seen at the hospital. The processor was checked and found to be functional. Rtf was done and showed no response. Functional gain was tested; the results shoed no difference between unaided and aided thresholds.